Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. A 4.5mmx30mmx135cm sterling balloon catheter was advanced for dilation. The device unable to inflate and the pressure of the inflator did not increase. A balloon rupture was suspected. The device was removed and inflation was tried outside the patient, the contrast agent leaked and a balloon rupture has occurred. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. A 4.5mmx30mmx135cm sterling balloon catheter was advanced for dilation. The device unable to inflate and the pressure of the indeflator did not increase. A balloon rupture was suspected. The device was removed and inflation was tried outside the patient, the contrast agent leaked and a balloon rupture has occurred. There were no patient complications reported. It was further reported that the procedure was completed using a non-boston scientific balloon of the same size.